Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was not communicating with the patient controller. The patient underwent an unrelated surgical procedure on (B)(6) 2019 and the device was not placed into surgery mode. The patient met with an abbott representative, who was able to connect with a clinician programmer and subsequently reprogram the patient to achieve effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.